Event description:
It was reported that during a da vinci assisted surgical procedure, the customer was unable to use monopolar coagulation during a procedure with the integrated electrosurgical unit. Before contacting technical support, the customer had already replaced the energy cord, changed the instrument, and reconnected the sterile adapter, but the issue persisted. Technical support then attempted to review error logs; however, the system was not connected to the remote monitoring service, so the logs could not be checked. Technical support instructed the team to try a different instrument and to use different universal surgical manipulators, but the problem continued. The surgeon was then asked to attempt activation from a second surgeon console, and the same error occurred from both consoles, with error c 34 reported each time the pedals were pressed. The team was able to continue the procedure using monopolar cut only. Subsequently, it was reported that the suggested use of an alternative generator did not work, as the system displayed an incompatibility error. The case was completed using a vessel sealing instrument instead of a monopolar energy instrument. It was also reported that a second planned case had to be cancelled because monopolar energy was required and could not be used.the procedure was completing as planned with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: 20 april 2026, an intuitive engineer arrived and replaced the erbe e200 generator with a new unit. We then started our operating list. The first procedure was a transanal endoscopic microsurgery case, which was relatively short. The coagulation function was working during that case, although it was not used frequently. During the second procedure of the day, a right hemicolectomy, the coagulation function worked only for the first half of the procedure and then failed again. We repeated all troubleshooting steps, including swapping instruments, changing cables, and shutting down and restarting the system. Customer service supported us over the telephone. The isi, initial reporter and the surgical first assistant, but the issue could not be resolved. Again, the procedure had to be completed using only the monopolar cut function. The following scheduled procedure was cancelled before starting because we were aware that the coagulation function was not working and the surgeon did not feel safe to proceed. Later that evening, the intuitive engineer attended again and replaced the erbe generator with another unit (e 200). The incident from monday, 20 april, delayed the procedure by approximately 20 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.